Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the site suspected that the reference frame used for the procedure moved, resulting in the imprecision. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, following registration for a functional endoscopic sinus surgery (fess), a 1cm imprecision was observed. The site elected to continue with the procedure, compensating for the imprecision. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.